Event description:
It was reported that the patient had an optease filter deployed. The patient returned to another hospital with an occluded filter. The patient was injured.

Manufacturer narrative:
(B)(6). It is only known that the event occurred in (B)(6) 2014. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that the patient had an optease filter deployed. The patient returned to another hospital with an occluded filter. The patient was injured. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and occurs in approximately 3.6 to 11.2 % of all patients¿. Factors that may have influenced the event include patient, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.